Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change out, this left ventricular (lv) lead's coils were damaged. All the lead measurements were good except for the threshold measurement which was high for some time. Additional information received from the field representative indicated that the conductor coils were not exposed. The lead was repaired and remains in service. No adverse patient effects were reported.